Event description:
Pt was referred for removal and replacement of ICD system as it no longer responded to telemetry interrogation. After device was explanted it continued to exhibit no response to telemetry interrogation. In testing leads, sensing and pacing were found to be satisfactory but defibrillation efficacy with both polarities using the epicardial patches was poor.